Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of catheter bent. Block h10: investigation result a visual examination of the returned complaint device found that the balloon was tightly folded which indicates that the device was not subjected to positive pressure. A visual examination was performed to the tip or markerbands and no issue were noted. A visual, tactile and microscopic analysis was performed, and the shaft of the device was kinked at proximately 410mm distal of the hub of the device. The reported problem is most likely due to excessive force being applied when handling the device during preparation for the procedure which could have possible affected the device performance and its intended purpose. Therefore, the most probable root cause is unintended use error caused or contributed to event.

Event description:
It was reported to boston scientific corporation that a uromax ultra dilation balloon catheter device was to be used during a ureteroscopy (urs) procedure performed on (B)(6) 2023. During preparation, the catheter was bent in the middle. The procedure was completed with another uromax ultra dilation balloon catheter device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. The device was not return.

Event description:
It was reported to boston scientific corporation that a uromax ultra dilation balloon catheter device was to be used during a ureteroscopy (urs) procedure performed on (B)(6) 2023. During preparation, the catheter was bent in the middle. The procedure was completed with another uromax ultra dilation balloon catheter device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of catheter bent.